Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient passed away on (B)(6) 2015. Patient's wife stated that at approximately 7:00 am in the morning on (B)(6) 2015, she walked into the kitchen and found the patient lying on the floor. Patient's wife checked his pulse and his nose to see if there was any breath. Patient's wife did not feel a heartbeat. Patient's wife then called emergency medical services (ems) and they arrived quickly. The patient was not taken to the hospital but declared deceased after about 40 minutes. The sheriff showed up and declared the patient deceased. The ems personnel said that the patient had signs of having had a massive heart attack. The coffee canister and scoop were on the floor. It appeared that something grabbed him suddenly. Additionally, it was reported that the patient had suffered a heart attack about 15 years earlier and underwent a triple bypass for treatment. The patient was wearing the continuous glucose monitor (cgm) at the time of the event. There was no alleged device malfunction. A certificate of death was not provided. No additional event or patient information is available.